Event description:
Physician detected a superficial infection while meeting with patient. Patient was placed on antibiotics for three days. Patient received permanent implant (B)(6) 2022, post infection clearing.

Event description:
Physician detected a superficial infection while meeting with patient. Patient was placed on antibiotics for three days. Patient received permanent implant (B)(6) 2022, post infection clearing.